Event description:
Baxter compression stockings were applied post-operatively to a patient who had had a total knee revision. Approximately 24-48 hours later, brusing was noted on the shin, knee and inner aspect of the calf of the operative leg. The pump device was sent to clinical engineering, where it was noted that compression pressures were exceeding 300 mmhg for periods of time greater than 5 seconds. We are unaware of any follow-up or treatment required for the patientdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.